Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, due to patient anatomy, the left ventricular (lv) lead dislodged many times and lead could not be fixed well. The lv lead was explanted and the physician decided to "give up" on the operation. No patient complications have been reported as a result of this event.